Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited backup vvi due to an event queue overflow. Programming changes were made. The patient was stable.